Event description:
Approx. 14 days after successful device deployment in which hemostasis was achieved, a thrombus was noted at the arterial puncture site. The thrombus occluded the artery, and a thrombectomy was required.